Manufacturer narrative:
(B)(4). Batch # r58r55. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open total gastrectomy, the firing handle was tighter than expected when the device was used between the esophagus and the jejunum. The esophagus was recut, and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r58r55. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. Further analysis on the device shows that when firing trigger was activated the knife would remain exposed and did not retract back to its home position. The device was disassembled to verify the condition of the internal components and the compression element was found disengaged from the driver guide. Due to the condition of the device, no functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.